Event description:
The facility reports a pt fall was caused by a ceiling lift strap failure. No injuries were reported. (B) (4).

Manufacturer narrative:
The strap was completely disjointed. The tech from the dealer changed the strap. The strap appeared to have not been inspected and replaced periodically as required in the user manual. The MFR recommends the customer have all similar products inspected and repaired (if needed) by a qualified tech and that these actions be recorded. It is also recommended the customer do maintenance of all products as specified in the user manual. This maintenance should be done on a regular basis by qualified personnel, as per user manual recommendation.